Manufacturer narrative:
Unique device identifier (UDI) (B)(4). Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. For getting a good drop of blood, product labeling states "increasing the blood flow in your finger will help you get a good drop of blood. Before you lance your finger, try the following techniques until you see that your fingertip has good color: warm your hand by holding it under your arm, using a hand warmer, and/or washing your hand with warm water. Hold your arm down to the side so that your hand is below your waist. Massage your finger from its base. If needed, immediately after lancing, gently squeeze your finger from its base to encourage blood flow." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs meter serial number (B)(4) compared to a laboratory stago analyzer with neoplastin reagent. Prior to meter testing, the reporter confirmed the "patient is squeezing finger hard." "At approximately 7:00 am," the patient's meter result was 4.7 inr. The patient's laboratory result within 4 hours was 3.6 inr. The reporter confirmed the patient's dosage was adjusted on the date of the event. The patient's therapeutic range is 2.0- 3.0 inr.